Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the temperature of the pump caused a skin burn. A battery compartment crack was reported. The reporter noted that medical intervention was not sought to treat the skin burn. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint of an overheating pump could not be duplicated during investigation. A review of the pump¿s black box revealed data from the complaint date had been overwritten due to continued pump use; no issues were observed in the pump¿s black box data. A battery compartment crack was observed during investigation. The battery cap was able to secure properly to the pump. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electrical current draws were found to be within specification. No overheating was observed during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.